Event description:
It was reported that "the pump frequently prohibits patient from priming pump." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.